Event description:
The user facility in thailand reported a scleral tear as the instrument was in contact with the pt's eye. Suture was required to close the wound.

Manufacturer narrative:
Report 4 of 4. See 1920664-2014-00027, 1920664-2014-00039, 1920664-2014-00040.